Event description:
During a procedure to inject botox into the pyloric sphincter, the user selected a cook endoscopy disposable varices injector. Once the injector reached the pyloric sphincter, the needle would not extend. Another injector was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned injector was unable to confirm the report as it was described. During our evaluation, the needle extended properly. The outer sheath exhibits a kink near the handle. This kink is creating resistance in needle retraction, but does not affect needle extension. No portion of the injector is missing. A discrepancy or anomaly that could have contributed to needle extension difficulties was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: needle extension difficulties can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that advancing the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Kinks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all disposable varices injectors are subjected to a functional test to ensure appropriate needle extension and a visual inspection to ensure the product is free of kinks. A review of the device history records confirmed that these lots met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The needle extended properly during our evaluation. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.